Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient overriding the dosage recommended by bolus calculator feature).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) between 200 and 400mg/dl with symptoms of dehydration and large ketones. The patient was taken to the hospital and treated with IV fluids. Customer support (cs) completed troubleshooting and all settings were correct. It was determined that the patient overrode the dosage recommended by the bolus calculator feature. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in overriding the dosage recommended by bolus calculator feature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2016 with the following findings: evaluation revealed that the pump history shows the pump was not in use between 2016-01-08 11:35 until 2016-04-26 10:20. The pump boots to verify screen with no issues. An ezprime sequence was successfully completed. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. The pump¿s bolus calculation feature found to be functioning properly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. Investigators were unable to complete a 10u audio bolus due to missing audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).